Event description:
Have been using hubble contacts since (B)(6) 2018. Went to my eye dr today because I felt my vision wasn't as good as it has been. The eye dr said my eyes have dramatically changed, I think he said over a quarter of a difference than last time. He also said he hadn't seen someone my age, (B)(6), who he couldn't get to see 2015 in his eye exam, with the corrective lenses. I told him how I was using daily contacts and I thought they would be doing better and he asked where from and I told him hubble, an online monthly subscription, and I told him how they weren't the bausch and lomb, and he said how they shouldn't have changed the type of lenses he prescribed me.